Event description:
It was reported that a patient underwent a digestive tract procedure in (B)(6) 2014 and suture was used. Post operatively, the patient developed stenosis of the tract. The patient underwent re-operation in (B)(6) 2014. The tissue of the wound site was evaluated through a pathological examination, which indicated inflammation. Additional information has been requested.

Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
Corrected information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch dam845, batch dhz730, batch dl6374, batch dlm392.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.